Manufacturer narrative:
F2203. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a rupture. The device has been explanted and replaced. This relates to the left side.

Event description:
Healthcare professional reported a rupture. The device has been explanted and replaced. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, d1, d2, g4.

Event description:
Healthcare professional reported a rupture. The device has been explanted and replaced. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on posterior assessed as an unidentified (tear) opening (shell thickness within spec) cancer-ndr: not applicable as the event is not related to the device. Additional observations: red particles observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a rupture. The device has been explanted and replaced. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Healthcare professional reported a rupture. The device has been explanted and replaced. This relates to the left side.